Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel, auxilliary channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel, cfu: 5cfu, bacterial identification: corynebacterium species; staphylococcus epidermidis; rossellomorea sp. Sampling date: (B)(6) 2025. Sampling from: suction channel, cfu: 2cfu, bacterial identification: bacillus species. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information - e1 (telephone number) (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during manual cleaning of the device, the instrument was alleged to be contaminated. This did not occur during patient use, and there was no allegation of harm/adverse event.